Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-12422. It was reported that an error message displayed during aspiration. Two angiojet® solent¿ proxi catheters were selected for a thrombectomy procedure in the femoral artery. The first catheter was primed and aspiration was initiated inside the body. However, an error message to check saline supply displayed. Several reboots were attempted; however the saline supply error continued to display. The catheter was replaced with the second proxi catheter and the same thing happened. The use of the angiojet was discontinued and the procedure was completed with a balloon. There were no patient complications and the patient's condition was fine.